Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was observed the right ventricular lead exhibited failure to capture and had decreased r-waves. The lead was explanted and replaced on 23 dec 2020. The patient was fine throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.